Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that malposition of the lead was seen on x-ray on 11-dec-2018. The lead was changed on 07-jan-2019; the neurostimulator was not changed. It was noted that the pain was located in the left thigh. The event was related to the lead, and not related to the stimulator. It was not possible to confirm, but it seemed that the high impedance and pain were due to the migration of the electrode. Since the change of the electrode, the patient was not complaining anymore. The electrode repositioning was done, and the event resolve on 07-jan-2019.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209098455, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 11/07/2018, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that the patient experienced pain due to intense stimulation. The pain was acute and occurred randomly 3 time per half-1 hour. Contributing factor was the impedance was about 4,000 ohms with plot 3. General impedance was 3,260 ohms. The action taken to resolve the event was reprogramming was performed during an unscheduled visit on (B)(6) 2018. The issue was resolved at the time of this report. This event was assessed as not serious, not related to procedure, and related to the ins. The patient was alive with no injury. No further complications were reported or anticipated.